Event description:
It was reported that during a ptca/stent procedure, the stent was placed short of the lesion in the mid rca. The stent did cover a portion of the lesion, but not all of it. Another stent was placed to cover the remaining portion of the lesion. Reportedly, there was no pt injury.